Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operational testing, the touch panel of the cardiosave intra aortic balloon pump (iabp) became unresponsive. There was no patient involved.